Manufacturer narrative:
Other, other text: additional information added to h6 and h10. This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
Information was received indicating that a smiths medical cadd cassette reservoir caused a no disposable alarm on the pump and the cassette would not attach correctly to the pump. No adverse effects were reported.